Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon device was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the catheter broke in half towards the middle of the catheter while trying to extract a large bile duct stone. Reportedly, the broken catheter was removed from the scope, and the procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event.